Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to minimum fill issue. A new cartridge was loaded to resolve the issue and address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.